Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an ablation treatment procedure, a pad burn occurred. The patient was undergoing radiofrequency ablation (rfa) on 4.5 cm tumor in the left kidney utilizing a 3.5/15/15 leveen¿ standard rf probe and a rf3000 radiofrequency generator. Four polyhesive patient return electrodes (grounding pads) were positioned on the patient's thighs. The ablation was 4 x 15 min with 180 watts and the needle was repositioned several times. It was noted that during the 180-watt ablation, the patient began to sweat. When they were removing the pads, it was observe that the patient suffered a severe 2 cm x 10 cm size, 2nd to 3rd degree burn at thigh level of one of the grounding pads. The patient was sent to a specialized department for burns. First aid was administered, followed by surgery where the necrotic tissue was abraded. The patient remained in the clinic undergoing treatment for the burn.